Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 410 mg/dl at the time of incident. Customer was treated with bolus high blood glucose level. Customer also stated insulin flow block alarm. It was unknown that auto mode feature was active at the time incident. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.